Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx transobturator mid-urethral sling system during a procedure in (B)(6) 2008. According to the complainant, post-implantation, the patient experiences dyspareunia, mesh erosion, persistent pain, and had a partial explant of the product (specifics and date/s unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.